Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. On (B)(6) 2010, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultralink meter is giving inaccurate high reading. The pt manages his diabetes with an insulin pump. The inaccurate high issue began during the morning of (B)(6) 2009, while the pt had symptoms of "grogginess and lightheaded." The pt reported blood glucose results of "148 mg/dl" with a lifescan meter and "48 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The pt claimed, he administered self treatment, a glucagon injection. During troubleshooting, the customer care advocate noted the testing process was correct, the results were taken from an approved test site, and there was no control solution to perform a quality test. This complaint is being reported due to the alleged inaccurate high issue. The pt's symptoms and treatment began during the same time as the alleged inaccurate reading. There is no evidence the pt receive inappropriate while using the lfs products. Hence, there is no evidence that the pt suffered a serious injury due to the reported issue. Replacement products were sent to the pt.